Manufacturer narrative:
Postsurgical complications are rather common occurrences. Paresthesia can occur in the mandibula if implant is placed in the vicinity of the alveolar nerve. Most of these cases resolve themselves. In this case, with the very sparse information at hand, there is nothing indicating that the problems, experienced by the patient, are related to the atis ev product. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
According to the available information at hand the patient received two atis ev 4.8s 9mm dental implants, in position #30 and 31 (fdi 46,47), (B)(6) 2021. The implants were subsequently removed, (B)(6) 2021, according to the information due to nerve proximity resulting in paresthesia. As stated in the information we have up until now, the current status of the patient is improved but still after one week with remaining numbness it was reported that a patient experienced a dental implant loss.